Event description:
The clinician reports that the day the implant was placed in ada 16, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus perforation. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.